Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 20 months post implant, the vad coordinator reported that the pt experienced a driveline infection and bacteremia with pseudomonas. The pt was treated with antibiotics.

Manufacturer narrative:
The pump was not returned for eval as it remains in use supporting the pt. No further issues have been reported. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.